Event description:
It was reported that a minicap with povidone-iodine solution lacked iodine. This occurred before patient use. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 12/14/2014 - 12/18/2014. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Should additional relevant additional information become available, a supplemental report will be submitted.